Event description:
Fluid retention 20 cc [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) male pt, initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, at 2 ml, once weekly. The lot number of synvisc was not provided. On (B)(6) 2012, the pt was administered the third injection of synvisc and experienced joint effusion. The same day, arthrocentesis was performed and 20 cc fluid was aspirated. The action taken with synvisc was not provided. On (B)(6) 2012, the pt recovered from the event. Relevant concomitant medications reported included levofloxacin, celecoxib, rebamipide and diclofenac sodium. The intensity for the event of fluid retention 20 cc was not provided. The reporting physician assessed the relationship between synvisc and the event of fluid retention 20 cc as definite. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.